Event description:
The customer reported kv and ma on in error messages. This causes the system to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hv cable, generator driver and power cap module were evaluated and replaced. The system was tested and found to be working as intended and returned to service.